Event description:
It was reported that device did not seal. A left atrial appendage (laa) procedure was performed and a 27mm watchman flx laa closure device was implanted. At the routine 4-month follow-up, transesophageal echocardiogram (tee) revealed there was a 2.9-3.7mm leak. The leak was ablated and patient will remain on oral anticoagulation medication. The patient is expected to return for tee to assess for complete closure of the leak in two months.

Event description:
It was reported that device did not seal. A left atrial appendage (laa) procedure was performed and a 27mm watchman flx laa closure device was implanted. At the routine 4-month follow-up, transesophageal echocardiogram (tee) revealed there was a 2.9-3.7mm leak. The leak was ablated and patient will remain on oral anticoagulation medication. The patient is expected to return for tee to assess for complete closure of the leak in two months. It was further reported that the patient had been hospitalized for this event and has since been discharged.

Manufacturer narrative:
B5: additional information added to narrative. H6: impact code added.